Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0075 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported the district nurse contacted unit after she attended for patient's weekly PICC line dressing at home, when district nurse flushed the PICC noticed a leak removed first, line flushed with 10 mls of normal saline and leak observed. Cover of securecath removed and line flushed again and leakage noticed from the part of the PICC that was contained in the securecath. PICC line removed aseptically. No new appointment given for reinsertion of PICC line as the patient has two cycles of treatment left and vein assessment done and decided to cannulate for these cycles.